Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.

Event description:
A surgeon reported that after implanting the intraocular lens (iol) and while dialing the iol, adhesion between the optic of the iol and the capsular bag created zonular dialysis. The surgeon then removed the iol. Upon removal of the iol, the capsular bag also came out with the iol. Additional information has been requested.